Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and subsequently passed away due to an unreported cause. The cause of the peritonitis was unknown. On an unreported date, the patient was hospitalized for peritonitis. Treatment was not reported. Twenty three days prior to death, extraneal therapy was discontinued due to the peritonitis event. On an unreported date, during hospitalization the patient¿s pd catheter was removed and the patient began treatment with hemodialysis (date unspecified). Subsequently, during hospitalization, the patient passed away. The cause of death was not reported. It was reported that, the patient was doing hemodialysis during hospitalization until the time of death. It was not reported whether the patient recovered from the peritonitis prior to death. It was not reported if an autopsy was performed. No additional information is available.